Event description:
Ventialtor was running on a patient, then stopped cycling. It was reported that no alarms sounded. Patient tried to remove themselves from the ventilator. The patient was taken off ventilator and bagged. The fse found the inspiratory step motor was defective. The fse replaced the inspiratory step motor, calibrated, functionally checked and ran unit on ambient for 24 hours. Ventilator passed all test and ran to all MFR's specs. There were no patient injuries.